Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. The device appears to be in good condition with no signs of heavy wear and tear. An attempt was made to load an eiii needle into the gun, however it was impossible to load it in properly. It was then observed that there was an object jammed inside the needle chamber. After further observation via the distal tip of the gun, it was confirmed that the object was an eiii needle. It is possible that the needle became jammed inside the gun as a result of the gun not being properly lubricated during use. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a shoulder/rotator cuff repair procedure they were unable to load their expressew iii with hook with the needle. The issue was found prior to the device being used on the patient. During in-house engineering evaluation, it was determined that there was an object jammed inside the needle chamber that it was impossible to load the needled into the gun properly. It was reported that the procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep was not present for the case and was handed the device by the facility. The original sales rep that was present has since left the company therefore no further information could be provided. The device will be returning for evaluation.